Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use on an unknown date. According to the complainant, upon opening the laser fiber it broke straight away in the nurse's hand. A second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.